Event description:
Per the clinic, the patient experienced infections at the abutment site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.